Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process due to an occlusion. The customer reported that the alarm was resolved by an infusion set change and that the insulin pump was working as designed. The customer's blood glucose was 85 mg/dl. The customer wished to return the infusion set for analysis and declined to return the reservoir for analysis. The customer was unable to troubleshoot at the time of the call because he had already resolved it prior to calling. The customer was advised to replace the infusion set and agreed to return the infusion set for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.